Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17259. It was reported that the patient presented to the emergency room after receiving three successful shocks for ventricular tachycardia. Device interrogation revealed alerts for a shorted output stage and over current detection. Defibrillation impedance measured below the lower limit. The patient was admitted to the hospital. While awaiting device replacement the patient experienced a slow ventricular tachycardia episode; however, the device was found in backup operation and the patient required external defibrillation. The device was able to be programmed to an appropriate pacing rate. During the replacement procedure the lead was found to have worn insulation where it was coiled under the can. On (B)(6) 2020 the device was explanted and right ventricular lead was capped and replaced. There were no further patient consequences.